Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized due to high blood glucose over 600 mg/dl, diabetic ketoacidosis. Customer blood glucose was 168 mg/dl during time of call. Customer's grandmother stated prior to hospitalization the insulin set came out while the customer was asleep and the cannula was bent. Customer's symptoms were nausea and vomiting. Customer was not wearing the device at the time of the emergency was off the device for approximately 24 hours. No further information reported.